Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a coil embolization, a galaxy g3 mini coil 1mm x 2cm (glm910020, 30622475) was being used as the fourth coil. The coil couldn't be advanced nor retrieved by the physician. The physician pulled the coil and the unspecified microcatheter at the same time. After inspection, the embolic coil was stretched. The physician used a same like product. The procedure was successfully finished. No patient injury was reported.

Manufacturer narrative:
Product complaint #(B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4) a supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a coil embolization, a galaxy g3 mini coil 1mm x 2cm (glm910020, 30622475) was being used as the fourth coil. The coil couldn't be advanced nor retrieved by the physician. The physician pulled the coil and the unspecified microcatheter at the same time. After inspection, the embolic coil was stretched. The physician used a same like product. The procedure was successfully finished. No patient injury was reported. A non-sterile unit galaxy g3 mini 1mm x 2cm was received inside of a pouch. The device was inspected upon arrival, and it was noted that introducer was cut in two separated pieces. Additionally, it was noticed that embolic coil was not returned for analysis. No visual damages were observed on the core wire. Device was inspected under microscope, and it was noted that embolic coil was detached. Heating signs were observed at the resistance heater (rh) indicating that detachment cycle was initiated. A manufacturing record evaluation (mre) was performed, and no non-conformances related to the complaint were found during the review. The device was returned to cerenovus for further evaluation. During the visual inspection of the device, it was noted that introducer was cut off in two separate pieces. No visual damages were observed on the core wire. Embolic coil was not returned for analysis. Microscopic inspection revealed that embolic coil was detached from the core wire. Resistance heating showed evidence of heating indicating that the detachment cycle was initiated. Due to the conditions of the returned components, no further testing could be performed. Customer complaint could not be confirmed. The event description and device analysis do not provide clear insight into the root cause and/or exact contributing factors that may have resulted in the observed failure mode. However, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failures and damages on the returned system. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contain the following precautions: if unusual friction is noticed during advancement or retraction of the microcoil system through the introducer, open the rhv main valve, and partially withdraw the distal end of the introducer to expose its tip within the rhv. Tighten the rhv main valve and flush the y-connector of the rhv with sterile saline and verify that fluid exits the slit in the clear portion of the introducer. Do not fasten the rhv valve too tightly around the introducer sheath since excessive pressure may cause damage to the introducer sheath and/or the microcoil as it is advanced into the infusion microcatheter. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.